Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the balloon control unit automatically deflates on its own. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to the issue being resolved after troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.